Manufacturer narrative:
The field service engineer recalibrated the touchscreen to resolve the issue. The vent passed performance specification testing after the repair was completed and returned to service. This concludes the investigation.

Event description:
It was reported while in clinical use the touchscreen in top left corner is not working, unable to silence or remove past alarms. No reports of patient/user harm or injury. Investigation is ongoing.